Manufacturer narrative:
To ensure compliance to 21 cfr 803.50 a retrospective review of this file was conducted to determine if good faith efforts were made to obtain the required information and/or an explanation of why any required information was not provided. Multiple follow up attempts were made with the user facility to obtain any information pertaining to the patient, product, and/or procedural details (e.g. Date of the event, relevant test data, relevant history, and concomitant product(s) or therapy) that were not previously obtained during the initial investigation. The user facility was able to provide new patient information, which was updated in the appropriate sections.

Event description:
It was reported that the recanalization catheter would not thread onto the guidewire. Unsuccessful attempts were made to back load and front load the guide wire. There was no reported pt injury.

Manufacturer narrative:
The customer stated the procedure was not completed. There was no known impact or consequence to the pt. After further clinical review of this event with bard's medical department, this event was reassessed and determined to be MDR reportable as a serious injury pursuant to 21 cfr part 803. A mfg review was conducted. The lot met all release criteria. The device was returned for eval. The tip was examined under (B)(4) magnification. The outer catheter was partially separated for the distal metal tip and the inner guidewire lumen was completely separated from the metal tip. The edges of the separation between the guidewire lumen and the distal metal tip were jagged, possibly indicating that the catheter was subjected to excessive force. The guidewire, reportedly used, has a polymer-jacketed distal end.